Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that a patient underwent a laparoscopic, bilateral salpingo-oophorectomy, and excision of the cervical stump on (B)(6) 2011 and suture was used. The suture was placed along the vaginal cuff and was advanced through the proximal portion of the utero-sacral ligaments as they coursed peri-rectally at the level of the ischial spine. On (B)(6) 2013, she was treated for bloody discharge. A foreign body was noted which appeared to be a residual stitch, pathology noted large colonies of filamentous bacteria and acute inflammation with foreign debris. A CT scan noted a left ureteral obstruction. It was reported that the suture was in the patient¿s ureter and the surgeon left the pean clamp on the suture, repeated the cystoscopy, retrograde, pulling downward on the suture, which showed a downward deviation of the ureter. On (B)(6) 2013, a renal scan revealed kidney function on the left of 6% and left kidney would need to be removed. On (B)(6) 2013, the patient¿s left kidney was removed. No additional information is provided at this time.